Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a bad water flow and it displayed water tank empty, but there was definitely water in it. Also replace the level sensor and fluid delivery line and generally check the device, as a preventive maintenance was already carried out a month ago and the device was not working again.

Manufacturer narrative:
Supplemental MDR was opened to submit retraction MDR as the record was approved for void. Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a bad water flow and it displayed water tank empty, but there was definitely water in it. Also replace the level sensor and fluid delivery line and generally check the device, as a preventive maintenance was already carried out a month ago and the device was not working again.